Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed and this rv lead was surgically abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).